Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system controller (sc) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed sc pcb assembly and determined that the cause of the reported issue was that a filter, designator fl3, was physically broken.

Event description:
The customer contacted physio-control to report that their device had a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it locked up when powered on. As a result, defibrillation would not have been possible if it were necessary.